Event description:
It was reported "red safety component malfunction on 2 different catheter kits with same lot, red safety cap stayed on hub of catheter when needle removed, instead of remaining on end of needle". The patient required another artline attempt. The patient's current condition is reported as "unknown". Associated MDR numbers include:9680794-2025-00546 and 9680794-2025-00547.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "red safety component malfunction on 2 different catheter kits with same lot, red safety cap stayed on hub of catheter when needle removed, instead of remaining on end of needle". The patient required another artline attempt. The patient's current condition is reported as "unknown". Associated MDR numbers include: 9680794-2025-00546.

Manufacturer narrative:
(B)(4).